Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-03990. It was reported patients' scs leads were nicked during elective replacement of the ipg, as such, the leads were explanted and replaced on the same day which reportedly extended the procedure for one hour. The issue is resolved.